Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. The right atrial lead exhibited loss of capture and undersensing. Diagnostic imaging revealed that the lead had dislodged. The lead was explanted and replaced. The patient was fine post implant.